Manufacturer narrative:
Clarification to device manufacture date: device manufactured date is august of 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported while trying to implant a xen®45 gts "the ¿slider button¿ on the device would not deploy the stent, therefore the stent was left in the injector and unable to be implanted."